Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 59 mm diameter abdominal aortic aneurysm. An endurant cuff was implanted eight years post index procedure. It was reported that during a recent follow-up the CT showed the aortic neck has a 90 degree angle and the 32x70 endurant cuff and the aneurx bifurcated stent graft have become separated causing a type iii endoleak. An endurant 32x70 cuff was implanted and resolved the type iii separation, endoleak. The physician stated that the cause of type iii separation, endoleak was due to the patient¿s anatomy of 90 degree aortic neck angulation. No additional clinical sequelae were reported and the patient is fine.